Event description:
It was reported that pump screen remained dark and would not turn on unless wake button was pressed with extreme difficulty and often required multiple presses. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed pump was not connected to power, followed instructions to press wake button as directed, and was able to turn on screen but continued to experience difficulty, so technical support arranged replacement pump, advised customer to continue using current pump until replacement arrived, to place current pump in storage mode before return, to program pump settings and reconnect cgm on replacement pump, and to return problematic pump using pre-paid label.